Event description:
It was reported that a patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) device after 1.5 years of use. The bulb of the ipp is harder than normal and the patient can not squeeze the ipp hard enough to get the device to pop and inflate. The patient liaison troubleshooted with the patient and the patient will contact the liaison should he have further questions.